Manufacturer narrative:
Complaint reference: case: (B)(4).

Event description:
It was reported that upon loading the bhr implant into the straight impactor and insert it into the patient, the cable wire snapped on the 3rd impact. A delay of 0 to 30 min reported. No patient injuries reported. A s&n backup was available but not required as the surgery was finished with the same device.

Manufacturer narrative:
It was reported that a cable wire snapped during a bhr cup implantation, causing a surgical delay. The implanted devices were used in treatment. As of today, additional information has been requested for this complaint but have not become available. A review of the complaint history for the bhr cup was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the bhr cup. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. It was reported that the cable wire snapped on the third impact when inserting the bhr implant into the patient. It is noted there was a slight surgical delay of less than 30 minutes as the surgeon had to position the cup without wires. No patient injury or harm resulted. A s&n backup was available but not required as the surgery was finished with the same device. No further medical assessment is warranted at this time. There is a possibility that the bhr impactor instrument was over tightened during the operation, causing the wire to snap. However, without the wire or further information the probable cause of the snapped wire cannot be determined and our investigation remains inconclusive. If further information is received then the complaint will be reopened and investigated. No corrective or preventative actions have been initiated as a result of the performed investigation.